Event description:
It was reported that a novum iq large volume pump infusing medication slower than pump volume to be infused. The pump was programmed to infuse 475ml of heparin at 29.85ml/hr over 16 hours. However, volume to be infused was reset after 15 hours 10 minutes to another 475ml; the pump was run for another 6.5 hours, then stopped by the user. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: a4, h6, h11. H11: a review of the event history log identified four (4) downstream occlusion alarms during the reported event; the infusion parameters were identified. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.